Event description:
Woke up in the morning unable to breath. It felt like the inside of my lungs were completely dried out; 911 was called and patient treated in emergency room. Prednisone 40 mg qd x5 days and albuterol inhaler were prescribed. In addition, aptt, b-type naturietic peptide, basic metabolic panel, cbc and diff, hepatic function panel, lipase, magnesium, protime-inr, troponin t. ECG, cxr. FDA safety report ID# (B)(4).